Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets fell off during use events between (B)(6) 2024. The infusion sets for all the events were in use for 24 hours or less than 24 hours. The blood glucose level at the time of all events was 180mg/dl to 240mg/dl and patient resolved it by changing soft cannula infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1895464 - MDR 3003442380-2024-07988 - device 4 of 5. (B)(6).